Manufacturer narrative:
The unit was received with blank display due to a moisture-damaged electronic assembly. The following physical damage was noted: minor scratched lcd window, cracked casing near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that their insulin pump was exposed to moisture. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the exposure to moisture and the customer confirmed that there was condensation inside of the screen. The customer believes that the insulin pump was catching some of her sweat. There was no other damage or issue with the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.